Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
Customer reported a small crack in the lcd screen. Alarm situation (not known yet what exactly happened) may have caused to an intervention to activate. Customer needed to initiate emergency mode to continue to utilize the pump. Patient was supported via emergency mode until other circulatory support equipment was available. No further information available about patient. (B)(4).